Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned for evaluation, but the event was confirmed the device history records were reviewed and no anomalies / deviations were identified: a product history review revealed no additional complaints against the related part combination, however, sixteen complaints with same or other issues identified. Root cause was attributed to the design of the device, which was the subject of a recall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in operative notes for revision surgery identified tibia component loosening and ligamentous laxity and no signs of infection found. Patient underwent revision surgery due to pain; there were also radiographic signs of prosthetic loosening.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in litigation that the patient underwent a right knee arthroplasty on (B)(6) 2014. Subsequently, the patient underwent a revision procedure approximately 2 years post-implantation due to pain and component loosening. Attempts have been made and no further information has been provided.